Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to dislocation event description: it was reported that a patient underwent an initial left total hip arthroplasty on (B)(6) 2018. The patient fell and had a closed reduction on (B)(6) 2019. It was further reported that the patient was found down greater than 24 hours prior to hospitalization. The closed reduction procedure was further delayed due to the patient¿s active cocaine usage. During the reduction, it was noted that the dual mobility head and bearing became disassociated leading to revision of the components on (B)(6) 2019. Review of received data: - x-ray images were received and submitted to mmi for review. Two views of the left hip demonstrates screw fixation of the acetabular cup. Superior and posterior dislocation of the left femoral head. No radiolucency. No acute fracture. Sclerosis of the right femoral head suggest possible avn. Osteopenia is present. Disassociation is not confirmed within x-ray findings. Medical records were provided and reviewed by a health care professional. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - instruction for use (IFU) sap was reviewed. Complications are more likely to occur in patients who fail to follow through with the required rehabilitation program conclusion: the investigation results did not identify a non-conformance or a complaint out of box (coob) the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production health care professional review of the available medical records identified the following: primary op notes dated (B)(6) 2018 were reviewed and no complications were noted. Medical notes dated (B)(6) 2019 were reviewed patient underwent hospitalization and a cardiac catheterization due to myocardial infarction. Medical notes (B)(6) 2019 were reviewed and the patient fell due to unknown reasons leading to closed reduction of the left hip. During closed reduction procedure, it was noted that the dual mobility liner became disassociated leading to revision. Revision op notes (B)(6) 2019 were reviewed and identified the dual mobility head and bearing became disassociated leading to revision of the components. Large hematoma noted with dissociation between the 2 femoral heads with dual mobility component. Stem noted to be well ingrown well fixed and well positioned. Dissociated poly femoral head noted and removed without injury. No signs of damage noted on the metal liner. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 00-8775-028-02, lot# 2960402, bioloxdelta, ceramic femoral head, m, 28/0, taper 12/14. Item# 010000661, lot# 3442540, g7 pps ltd acetabular shl 48c. Item# 00625006535, lot# 64190171, bone screw self-tapping 6.5 mm dia. 35 mm length. Item# 00625006525, lot# 64124990, bone screw self-tapping 6.5 mm dia. 25 mm length. Item# 110024461, lot# 599730, g7 dual mobility liner 38mm c. Item# xl200144, lot# 332220, active articulation bearing. Item# 00771100910, lot# 63994695, femoral stem 12/14 neck taper plasma sprayed press-fit. Cementless size 9 standard offset reduced neck length. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Surgical report, x-rays and adverse event form were received. The lot number of the device was received. Device history record (DHR) and the received documents will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained as the investigation is still ongoing. As soon as the investigation result or other supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
It was reported that the patient had a close reduction approximately 3 months post implantation due to dislocation which resulted from a fall. During the reduction, it was noted that a dual mobility head and bearing became disassociated leading to a revision surgery. Attempts to obtain additional information have been made; however, no more has been provided.